Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with this inflatable penile prosthesis presented with a free floating cylinder on the right side only. A revision surgery was performed, during which the physician confirmed the dislodged cylinder and removed the cylinder rear tip extender. The cylinder was repositioned in the corpora. No patient complications were reported.